Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire was reported. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated upon removal of the sensor, they noticed the sensor wire was missing. On (B)(6) 2018, the patient drove to urgent care and had an x-ray performed to determine if the sensor wire was still in their body. The patient indicated that the doctor did not see the sensor wire inside the patient and decided not to take further action. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.